Manufacturer narrative:
The technician found the hi/low limit switch is bent. The technician straightened the hi/low limit switch to resolve the issue.

Event description:
The technician alleged that the bed lowers itself when the hi/low is raised. No pt impact.